Manufacturer narrative:
(B)(4). Manufacturing date -- august 09, 2016 ¿ august 10, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor, filled with desferrioxamine 2500mg in 32ml water for injections, was underinfusing. The medication was expected to be delivered in eight hours but it took longer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.